Event description:
During the therapeutic implant of a vaxcel chest port in a pt (age and gender unk) the peel-away sheath began to correctly peel along the perforation, but then quickly went of the perforation and narrowed until it tore off. The clinicians obtained another sheath and successfully implanted the device in the pt. No sequellae was identified by the complainant as a result of the reported problem.